Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0g3jg, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. Product ID neu_screwdriver, product type accessory. (B)(4).

Event description:
It was reported that during a surgical procedure, the health care provider stated that when they turn setscrew clockwise, the screw loosens and then when they turn it counterclockwise, the screw tightens. The reporter stated when they screw was turned clockwise it did not set down on the lead. However, when they do it counterclockwise it does set down on the lead. It was later reported that the battery had a bad set screw. It was noted that the product was not used in the case because it was not functioning properly. It was stated that the setscrew and/or the screwdriver was malfunctioning. A new implantable neurostimulator (ins) was used for the case and the patient was doing great.

Event description:
It was noted later that the battery was sent back on the day after this call. The patient was continuously doing fine as the battery was never used due to the faulty set screw issue.